Event description:
It was observed that during the device evaluation, the subject device exhibited damage on ccd unit, the specified resolving power is not obtained. There was no patient involvement.

Manufacturer narrative:
Based on historical data, probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.